Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient that experienced "severe light spreading" and inability to adapt to their lens following an intraocular lens (iol) implant procedure. The lens was exchanged with a monofocal lens and the symptoms resolved. There are two medical device reports associated with this event. This report is associated with the left eye.